Manufacturer narrative:
(B)(4).

Event description:
Customer reported a ventilated patient desaturated to 84% and tidal volume went down to 200. The filter was changed and the issue resolved. No further issues or injury to patient reported after filter was changed. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The actual sample was returned along with 26 representative samples. A visual exam was performed and there were no defects observed. Leak and drop testing was conducted on the representative samples and no issues were encountered. Testing could not be performed on the actual returned sample as it had been used. A device history record review was performed and no relevant findings were identified. In the current manufacturing procedure 100% leak testing and visual inspection is conducted after the assembly process; thus any defective product would be detected prior to release from the manufacturing facility. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the actual sample or the representative samples that were returned.

Event description:
Customer reported a ventilated patient desaturated to 84% and tidal volume went down to 200. The filter was changed and the issue resolved. No further issues or injury to patient reported after filter was changed. Patient condition reported as "fine".